Event description:
Patient reported that when he wore the v-go the adhesive would stay in place but somehow the needle would move which made it hard to place. In mid-september the patient stated that he had the v-go applied to his thigh. Patient reported that the needle moved and he had a bad wound at the needle site that became infected, discolored and that the infection spread. Patient described that the needle would move and make a larger hole at the needle site. Patient was seen by his hcp and given two antibiotics. Patient reported that he still has a wound and it feels like there is still something under the wound site.